Event description:
Complainant alleged that while attempting to defibrillate a patient, the attending medic observed a loud popping noise and saw smoke coming from the electrode pads that were placed on the patient's chest and smelt burnt hair and flesh. The complainant indicated that they replaced the pads with another set and continued to successfully deliver therapy. The customer has indicated that the event electrode pads were discarded and they are not available for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.